Event description:
It was reported in a service report the bed will only zoom backwards and that the IV pole was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole.